Event description:
It was reported that the pump shutdown unexpectdly. During trouble shooting it was discovered that pump shut down due to low battery, cts educated caller that insulin on board and max hourly bolus are reset to zero and cgm sessions must be manually restarted anytime the pump turns off or is reset. Caller understood and acknowledged. The customer's blood glucose level was 600 mg/dl. The customer administered a manual injection to address their bg.